Manufacturer narrative:
The user facility submitted medwatch 5112643 for this event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor pump overinfused. This occurred during a peripheral nerve block while administering remifentanil and propofol. The nurse notified the remifentanil syringe was much emptier than expected. The pump was set to 0.2mcg/kg/min for twenty one minutes. It then decreased to 0.1mcg/kg/min for sixteen minutes. The intended dose was 389mcg of remifentanil, however the pump infused 1400mcg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.